Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece did not have ultrasound. Timing of the event and patient impact are unknown. Additional information has been requested but not yet received.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on december 13, 2013. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned handpiece was connected to a calibrated system. The handpiece failed tuning when system message (sm) displayed. When connected to a resistance test box, a measureable resistance was seen from the high electrode to ground indicating initial signs of moisture ingress. The handpiece was disassembled revealing moisture within the electrode chamber. A review of the data indicates there were (B)(4) procedures performed with this handpiece. The last recorded data displayed recent tuning issues. The root cause of the reported phaco power issue can be attributed to moisture ingress causing the high electrode to short to ground. However, how or when the moisture entered the handpiece remains inconclusive. An internal investigation has been opened to address this ingress issue. (B)(4).